Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument clip was not opening. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system and it was fully functional since no product issue was found. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip appliers opened and closed properly. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no issues with internal and external visual inspection, manual articulation of inputs, grip misalignment, clip test, and intuitive motion tests. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.